Event description:
It was reported that the patient presented for a generator changeout. Prior to the procedure, device interrogation revealed that the right atrial (ra) lead exhibited failure to capture, while the right ventricular (rv) lead exhibited low pacing impedance. The physician capped and replaced both the ra and rv leads on (B)(6) 2025. The patient was in stable condition.